Event description:
During product evaluation, the pump's batteries were found to be depleted. It is unk when it occurred or if there was any py injury or medical intervention necessary. No additional information is available.